Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that after during the beginning of the pulse field ablation procedure with faradrive steerable sheath, the patient experienced a decrease in oxygen saturation. The patient was unable to extubate, their face was purple and had jugular veins distended. The patient was hypotensive and was on vasopressor medications. The customer was admitted to the ICU, and the following tests were performed: a computed tomography angiography (cta) chest scan, transesophageal echocardiogram (tee), transthoracic echocardiogram (tte). An arterial pressure line was placed and patient remained intubated. The issue is currently ongoing. The device is not expected to be returned as it has already been disposed.